Event description:
Boston scientific crm received information that while extracting the right ventricular lead, the right atrial and left ventricular leads became dislodged. As a result, the entire system was explanted.

Manufacturer narrative:
The explanted product has not been returned. If the product is returned for analysis or if additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observations confirmed that the complete lead was returned. There was a cut found in the insulation at 88 mm, most likely due to the removal of the suture sleeve. The conductor coils were deformed at 295 mm, most likely due to a grabbing tool. There was dried body tissue found in the base of the helix. This damage was determined to be procedurally induced.